Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific technical services. The hcp requested reports from the patient's monitoring system for physician review the following day. The hcp received a report that this patient had experienced syncope. A transmission report, combined follow-up report, device settings, arrhythmia logbook and episodes were sent to the hcp for review by the physician. No additional information was available from the field.